Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: 25g x1 inch safety glide needle is not patent and unable to use for immunization. Lot #2007149. 6 needles defective in todays clinic. Issue not visible, no pictures available who was affected? No person affected frequency of problem: recurring.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h.10.